Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the doctor did not notice that the artery had been injured by the pak needle during surgery. The patient was taken back to or to compress the artery. The patient was reportedly stable after that.